Event description:
Healthcare professional reported left side ¿extrusion¿ and ¿patient showed hyperemia of the scar, local purulent secretion and consequent dehiscence with implant exposure. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of drainage and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
A healthcare professional reported a patient experienced the events of ¿patient showed hyperemia of the scar, local purulent secretion and consequent dehiscence with implant exposure. Treatment included antibiotics, "dressings," and "synthesis of partial dehiscence." The device has been explanted.

Manufacturer narrative:
The event of extrusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation will be extrusion. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported unknown side "acute rejection followed by extrusion of the implant". The device remains implanted.